Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the issue. Reportedly, blood glucose level was below 200mg/dl and customer corrected with manual injection.